Manufacturer narrative:
On april 09, 2024, misonix llc., a bioventus co., received a report of an event involving a nexus bonescalpel 20mm, blunt blade + irrigation tubing kit (part number: 110-31-1120, lot number: 234164) during an l2-s1 laminectomy and fusion on (B)(6) 2024. Specifically, the report indicated the patient suffered nerve damage during the case. Medical intervention was not reported. Delay in treatment was not reported. A malfunction was not reported. A follow-up meeting with the surgeon was held on april 12, 2024, to gather information and discuss the details of the case. The surgeon reported the patient's bone was very hypertrophic with points of resistance. The feedback he received was normal, barring the bone was tough to get through and confirmed the device was functioning properly. Once the lamina was removed it was noted the l5 nerve root had been resected. Initial thought was the bone could have caused the damage during removal, but further inspection indicated the cut appeared to be clean. Following the case, it was thought perhaps that the nerve root was stenotic, tighter than normal or under tension, and may not have been mobile enough for migration. After the surgery the patient has significant foot drop and is using a foot orthotic device to ambulate. The device history record was reviewed for the nexus bonescalpel 20mm, blunt blade + irrigation tubing kit (part number: 110-31-1120, lot number: 234164) in use at the time of the event. The lot was manufactured in accordance with the device master record. There were no deviations found during in-process or final inspection of the device. Inspection and test results met misonix specifications prior to release to commerce. The subject disposable probe tip used at the time of the event was discarded and will not be returned for evaluation. Further evaluation is not possible. The current frequency of occurrence is within the frequency originally estimated in the original risk management report. Therefore, there is no change to the residual risk or risk-benefit ratio. The investigation has been concluded. The instructions for use manual (100-10-1000, revision k) (IFU) for the nexus ultrasonic surgical aspiration system contains the following warning and caution: warning: the nexus ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution: the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction.

Event description:
On april 09, 2024, misonix llc., a bioventus co., received a report of an event involving a nexus bonescalpel 20mm, blunt blade + irrigation tubing kit (part number: 110-31-1120, lot number: 234164) during an l2-s1 laminectomy and fusion on (B)(6) 2024. Specifically, the report indicated the patient suffered nerve damage during the case. Medical intervention was not reported. Delay in treatment was not reported. A malfunction was not reported.